Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. The customer's blood glucose level exceeded 500 mg/dl, indicated as "high," and they administered a correction injection via multiple daily injections (mdi) without requiring third-party assistance. The customer will continue to use current pump for insulin therapy.